Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal band ligation performed on (B)(6) 2021. During the procedure, when preparing for the ligation onto the varix, the device could not deploy off the elastic bands. The endoscope together with the device were taken out from the patient, and it was found that the suture was wrapped around the device. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.